Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an unknown procedure in which a flexor ansel guiding sheath was used, an unknown wire guide separated in the patient. Access was obtained in the right groin for a contralateral approach. Difficult advancement was reported from scar tissue. After the patient was treated, the sheath was removed and the unknown wire guide separated, with approximately ten centimeters remaining in the patient. Pressure was held at the incision site and the patient was transferred from the outpatient facility to the hospital,where a cut-down procedure was performed to remove the wire fragment. The patient was reportedly doing well the next day. Investigation ¿ evaluation. A document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data,. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use: ¿7. Insert a wire guide into the vessel through the needle. 8. Leave the wire guide in place and remove the needle. 9. Insert the dilator/sheath assembly over the wire guide. 10. Remove the wire guide and dilator, then aspirate and flush through the sheath side-arm.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a component failure without manufacturing or design deficiency contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: director. (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure in which a flexor ansel guiding sheath was used, an unknown wire guide separated in the patient. Access was obtained in the right groin for a contralateral approach. Difficult advancement was reported from scar tissue. After the patient was treated, the sheath was removed and the unknown wire guide separated, with approximately ten centimeters remaining in the patient. Pressure was held at the incision site and the patient was transferred from the outpatient facility to the hospital,where a cut-down procedure was performed to remove the wire fragment. The patient was reportedly doing well the next day. There has been no alleged malfunction of the cook sheath. Details regarding the guidewire, including manufacturer, are unknown. Additional information has been requested, but is unavailable at this time.